Event description:
The manufacturer received information alleging dizziness related to a CPAP device's sound abatement foam. The patient experienced black filters and burning smell. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer previously received information alleged dizziness and nasal/throat irritation or soreness. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and observed unknown dust/dirt contamination on all surfaces of base unit. There is an unknown yellowish-brown residue ring present around the rear panel air outlet that mates with the humidifier base. Unknown white dust contamination is present in filter area of blower box housing that is accessible from under the accessory flip door. An internal visual inspection was completed by the manufacturer and observed an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Observed evidence of unknown liquid ingress on blower motor casing. Observed portions of the sound abatement foam had entered the blower motor, which most likely explains the burning smell experienced. Confirmed the presence of degraded sound abatement foam. In secondary findings observed mineral spots consistent with water ingress were found on the motor casing. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable directly address the symptoms outlined in the complaint and confirmed that there was evidence of sound abatement foam degradation/breakdown observed in the base unit also confirmed the presence of contamination in the airpath. Section h6 health effect - clinical code for nasal/throat irritation or soreness has been missed to capture. It has been updated or corrected in this report and (type of investigation,investigation findings, investigation conclusions) has been updated in this report.